Event description:
It was reported that a 27mm portico valve was selected for implant using a flexnav delivery system on (B)(6) 2022. The annular perimeter was noted as 73.9mm. At the end of the deployment, while in correct position, the valve moved above its optimal position. The valve did not block the coronary arteries. The valve was snared above the coronaries. The implant depth of the portico valve at deployment and release as 5mm. A second 27mm portico valve was successfully implanted within the first valve in optimal position. There was about a half hour delay in the procedure but was not considered clinically significant by the physician. There was no interaction between the delivery system and the deployed valve. There were no difficulties in deploying or retracting the valve. The patient remained hemodynamically stable throughout the procedure and left the operating room in good health. The patient's status at the time of report was noted as stable. No post procedure echocardiogram or operative available. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An off label event of snaring of a 27mm portico tavi valve after movement following the implantation process occurred was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis; however, six videos were received for analysis. Based solely on the aforementioned videos, the valve appeared to function as expected during implantation within the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the portico valve instructions for use, artmt600121236 revision a " post implant precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."